Event description:
Incident involving swissray digital x-ray unit as per x-ray technician at our facility. He informed us that he was setting the system in table mode and moving the bucky assembly to the highest point to allow them to setup a patient to image the elbow region. After the desired set point was reached, he proceeded to the workstation (with demographics when he noticed that the c-arm began to move on its own in a negative (left hand) direction and proceeded towards the floor. He immediately tripped the emergency stop and the system shutdown with the back of c-arm just above floor level. The patient was not in the room at the time of the incident. Imaging techs called, 2 more runaway situations experienced during the repair troubleshooting process but no one was in the immediate area of c-arm movement position.